Event description:
On (B)(6) 2015, omega twin hook surgery was performed. The patient complained of pain and the twin hook was found to be cut out. On (B)(6) 2015, patient was revised to a tha.

Manufacturer narrative:
The reported incident (cut out of the twin hook) could not be confirmed. Stryker medical expert confirmed with the provided x-rays: ¿implant loosening of the twin-hook resulting in loss of fixation of the femoral head fragment.¿ based on investigation, the root cause of the determined event was attributed to a user related issue. The implant loosening was caused by a wrong selection and sizing of the hansson twin hook. Medical expert: ¿it seems that the hansson twin hook size has been selected too short. In case of a medial intracapsular femoral neck fracture a stable fixation of the twin-hook in the femoral head is mandatory.¿ for further assessments an intraoperative fluoroscopy image would be necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
On (B)(6) 2015, omega twin hook surgery was performed. The patient complained of pain and the twin hook was found to be cut out. On (B)(6) 2015, patient was revised to a tha.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.